Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with rash and redness extended beyond the patch perimeter. The patient was feeling uncomfortable and developed a red eczema reaction and the parent took her to the hospital that morning. There they put steroid cream, and the patient was treated with broad-spectrum antibiotic and antihistamine medication (no information if it was liquid (IV) or oral). The patient was discharged sunday night (B)(6) 2024. At the time of the report the patient was fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).